Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced the following symptoms: falling, numbness in feet, rash on lower leg, hyponatremia, cellulitis, acute kidney injury, mitral valve endocarditis and anemia. (B)(6) was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced the following symptoms: bacteremia, sepsis and endocarditis. The implantable pulse generator (ipg) system was explanted. Antibiotic treatment was required. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.